Manufacturer narrative:
The g4 user guide states to always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after changing the cartridge, infusion set tubing and site, the customer's blood glucose (bg) level was 400 mg/dl. A correction bolus and an insulin injection were used to address the bg level. The contact did not know what caused the high bg. During troubleshooting with tandem customer technical support (cts), the time on the pump was off by one hours. The contact stated that the time was not changed after daylight savings. The contacted stated that the site location had not been rotated as much as it should be. The cannula used during the high bg did not show any damage. While speaking to cts the customer's bg was lowering (at 350 mg/dl). Cts advised the contact to speak to a healthcare provider regarding the high bg.